Event description:
It was reported that the device has broken down. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was expulsor being too high. Additionally, ehl points to a faulty dso sensor. Expulsor will be trimmed, dso sensor, dso bezel and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.